Event description:
This study case report was received from an investigator from (B)(4) on (B)(4) 2009 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information was received on (B)(4) 2009, (B)(4) 2011, and (B)(4) 2012. On (B)(4) 2012, follow-up information received qualifies this case as an incident. Study description: (B)(4), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included one elective abortion, 2 ectopic pregnancy and 2 children. The patient's drug history included combined pill (oral contraceptive nos). The patient's concurrent condition included tubal stenosis. On (B)(6) 2009, essure (fallopian tube occlusion insert) was inserted for permanent sterilization. Nsaid was used as premedication. Uterine distension was performed. Condition of uterine cavity was normal. Procedure took 8 minutes. Ostium was visible only on right side. It was not easy to introduce the catheter on left side due to perception of obstacle and poor visualization. Patient experienced pain during and after procedure. Essure was placed only on right side; left horn did not allow the essure placement on left (left horn stenosis consecutive to 2 ectopic pregnancy objectivized by hysterosalpingography and clinic at the time of essure placement) pain, cramps and bleeding were denied as postoperative effects. After insertion and before confirmation test, combination pill was used as contraception. On (B)(6) 2009, radiography was done and inserts were not symmetric. Hsg (hysterosalpingogram) was also done and insert on right side was in place. Bilateral occlusion was reported. On (B)(6) 2011, an ongoing uterine pregnancy was diagnosed. She had good evolution of pregnancy. In (B)(6) 2011, a female (B)(6) with (B)(6) was born; she was well. Partial tubal perforation of right isthmic portion was found. On (B)(6) 2012, laparoscopy with 2 filshies clip placement was done. Additional information received on 03-apr-2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-jun-2015 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed 204 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 2139 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had a pregnancy approximately 2 years after essure (fallopian tube occlusion insert) insertion. She delivered a healthy baby. Pregnancy is a non-serious event and listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this particular case, patient had a left uterine horn stenosis due to 2 previous ectopic pregnancies and only one essure was inserted. Although, essure unilateral placement could be an alternative explanation for the reported device failure (pregnancy); since the hsg, performed prior to pregnancy onset, showed bilateral occlusion causality with the suspect insert cannot be excluded. Additionally, patient had a partial tubal perforation of right isthmic portion diagnosed after delivery and was submitted to a laparoscopy. Although the exact mechanism of this event was unknown (if related to the difficulties during essure insertion or if occurred during pregnancy), given its nature, causality with the suspect insert cannot be excluded. Due to the performed intervention this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.